Event description:
The pt reportedly experienced intermittency followed by no lock between sound processor and the device. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.